Event description:
It was reported that an operator sustained a left hand injury when trying to adjust a pipette tip while the instrument was operating. The injury required 9 stitches, a tetanus shot, and MRI. No information has been received to suggest any ill effects associated with the injury.

Manufacturer narrative:
The ola2500 user's guide warns (in multiple locations) the user of injury from moving components if the system is not placed in the stop mode before performing service activity, and the possibility that the system could begin moving without warning if this measure is not taken. Training reinforces these precautions and instructions in addition, a safety warning sticker is fixed to the cover to alert operator to "keep hands away from moving parts." The accident report indicate the operator did not put the system in stop mode prior to placing his hand inside the perform a service activity. Employee admitted failure to follow precautions and instructions that contributed to the event. Safety related site procedures were also disregarded. The system was inspected by an olympus field service engineer and performed as expected.